Manufacturer narrative:
It was noted that the device, medical records and x-rays would not be made available for evaluation. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
The arthroplasty was revised due to femoral loosening and instability.the components were implanted in situ for ~ 6.3 y. The tibial insert, tibial tray and femoral components were revised. The patient presented with ucla score of 4 three months prior to revision surgery and a maximum score of 6

Manufacturer narrative:
An event regarding a femoral loosening and instability involving a scorpio ts insert was reported. The event was not confirmed. Visual analysis of the returned photograph indicated there was some wear on the insert. No further device analysis could be performed because the device was not returned. Medical records were not provided due to internal irb policies. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because of the limited information provided. Further information is needed to complete the investigation for determining root cause.

Event description:
The arthroplasty was revised due to femoral loosening and instability. The components were implanted in situ for ~ 6.3 y. The tibial insert, tibial tray and femoral components were revised. The patient presented with ucla score of 4 three months prior to revision surgery and a maximum score of 6.